Manufacturer narrative:
This follow up report is being submitted to relay additional information concomitant medical products: unknown liner, unknown cup, unknown stem. Therapy date: unknown. Reported event was unable to be confirmed. The product was not returned, and its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). This investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted.

Event description:
It was reported that a patient is undergoing a revision procedure of a natural hip femoral head on an unknown date for an unknown reason. Attempts have been made, and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.